Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) in-service visit and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. It was noted the customer used veriscan to leak test scopes. The customer was instructed to refer to the manufacturer instructions. The ess highlighted the importance of ensuring the elevator area did not have a leak and to ensure validation from the manufacturer for the endoscopic retrograde cholangiopancreatography (ercp) scope. It was also noted the customer used scope buddy plus to aspirate. The customer was instructed to follow the manufacturer instructions and to ensure validation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. The relationship between the event and the device could not be confirmed by considering the following investigation results. Growth of the same microorganism was confirmed from both of the two culture testings by the user after reprocessing. The sampling area of the culturing by the user was unknown. According to investigation result, leakage between c-body and c-cover was confirmed from the subject device. The user did not want a culture test by a third-party lab. The suggested event was not confirmed. The instructions for use (IFU) states the following guidelines: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The device was returned to olympus for evaluation and the issue was confirmed. The channel required replacement. There was leaking between the distal end and the plastic distal end cover. There was a crack in the plastic distal end cover. The bending section cover glue was cracked. The light guide lens was cracked. There were some black dots on the image, however the orange cone was not affected. There was a cut on switch one (1). The insertion tube and light guide tube had minor surface scratches. The was corrosion on the control body/customer label. The customer label on the scope connector was broken. The control knob up/down/right/left play was loose.

Event description:
It was reported by the customer the evis exera ii duodenovideoscope was cultured twice and tested positive for small amounts of gram-negative rods which were everywhere. It was unknown if the issue was found at reprocessing before or after a therapeutic procedure. No patient harm reported. No additional information was available.